Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the pe valve sticking. Additional malfunctions were leaking at the hose clamps and leaking at the tie wraps.